Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from the distributor in (B)(4). "(B)(4) obf [out of box failure] (B)(4)." "Alarm no function!." "(B)(4) (B)(6) 2010."

Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main pcba for evaluation. Additionally, a follow-up reminder to return the alleged faulty main pcba was sent to the foreign distributor. As of march 16, 2011, the alleged faulty main pcba has not been received. Once the main pcba has been received and the evaluation completed, a follow-up medwatch report will be submitted. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus at present, carefusion considers this to be an isolated incident.